Event description:
After 60% embolization of avm with onyx with minimal reflux of about 2 cm, it was observed that approximately 10 cm of the catheter had detached. The distal portion of the catheter body remained within the avm nidus. Patient did not experience any sequelae as a result of the catheter separation.